Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into low suspend due to an inaccurate sensor glucose reading. The customer's blood glucose was 247 mg/dl, compared with the sensor reading of 57 mg/dl. The customer stated that she was sleeping on the night prior and the insulin pump shut itself off. She also noted that the insulin pump alarmed calibration errors intermittently. During troubleshooting, it was determined that the customer was adhering to recommended calibration protocol and was advised that the sensor may have malfunctioned. She was advised to change the insertion site. The customer was advised to replace the sensor and agreed to return the device for analysis.